Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. No scrolling numbers during testing noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that they had a keypad anomaly while attempting to bolus. The customer stated the numbers on their insulin pump were scrolling. It was also found a weak battery alarm occurred after the customer replaced the battery. Customer's blood glucose was 153 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.